Manufacturer narrative:
The root cause of the distal type I endoleak is unk. Additional devices implanted and involved in this event: pxc181000/04937640, pxc201000/04963503, and pxc141200/05054887.

Event description:
On (B)(6) 2007, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a translumbar embolization of the aneurysm sac to treat an unspecified endoleak was performed. On (B)(6) 2012, the pt presented with an expanding abdominal aortic aneurysm with a distal type I endoleak. It was reported that aneurysm enlargement greater than 1cm was identified over one year. On (B)(6) 2013, an additional procedure was performed whereby a contralateral leg component was implanted. The pt tolerated the procedure.